Event description:
The essure has given me stomach rashes and back kills me; feels like really sharp pain on legs and back gets really bad migraines and get pain in stomach that makes me drop to my knees and there are days I can't get out of bed due to horrible pain.